Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 324 mg/dl with confusion and chest pain. Patient alleged a power issue, but the issue was resolved during troubleshooting. Pump had emitted a replace battery alarm prior to power issue, and when the patient inserted a new battery per cs, the pump powered up appropriately. Patient required no unusual treatment and has resumed pump therapy. There was no indication of pump malfunction. This complaint is being reported as user error resulted in hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: the black box shows a manual time/date change from (B)(6) 2015 14:14 to (B)(6) 2016 14:15. Unexplained por¿s observed in the black box on (B)(6) 2016 14:57 and (B)(6) 2016 19:55; deliveries never resumed. No moisture/corrosion observed in the battery compartment. No damage found to the battery compartment. Battery compartment is cracked below the bumper pad. Returned battery cap securely tightens to the pump with no visible yellow o ring showing. The pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs using returned battery cap; no por¿s events were duplicated.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.